Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that the normal saline (ns) bag has emptied just 35 minutes into ivtm therapy. A zoll clinical field specialist (cfs) instructed the customer via phone to disconnect the start-up kit (suk) tubing from the patient and connect it to itself and add a new ns bag and re-primed and look for saline fluid leakage, no leakage noted in the airtrap, tubing, or orange connectors. No fluid noted on the floor or in the airtrap holder. Cfs advised the customer to flush ns through orange port and noted that the same amount exited the other side, also no blood noted in orange lumen. Caller said she noticed saline leaking from insertion site and that the bed was a little wet. Suspecting quattro catheter (lor # unknown) leak. Per user, another line was placed into the patient, however, it is unknown whether the additional line was placed before or after the quattro catheter placement. Cfs advised the user to replace the catheter. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.